Event description:
I am certain that my child was affected by the use of bausch and lomb contact lenses and their solution after reading the link below. Please advise on your recommendations. He has been wearing his eye glasses and suffered several instances where his eyes were red, tearing and at one point a dr treated him for "pink eye", which I suspected was really the contacts. Thanks. Http://www.FDA.gov/bbs/topics/news/2006/new01354.html